Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion preventive maintenance. There was no patient involvement associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and evaluation was completed. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event. The 'failed downstream occlusion preventative maintenance was not verified. The device underwent occlusion detection testing and passed. Should additional relevant information become available, a supplemental report will be submitted.